Event description:
It was reported that the right atrial lead exhibited high impedance since (B)(6) 2014. On (B)(6) 2014, the lead exhibited noise and was suspected to be fractured. The patient was asymptomatic. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.